Event description:
After I had my daughter (B)(6) 2014, I had a tubal and the filshie clips were put on my tubes around a year after that I was in and out of the hospital for heavy painful cramping and fibroids on my uterus. I have been living with extreme pain and discomfort from the filshie clips for years, but it has gotten worse just recently I had another visit to the hospital for pain in my abdomen, I had a MRI done and the dr said that the filshie clip that was on my right side was off my tube and had migrated to my abdomen. I asked if the he could surgically remove it and he would not. This is dangerous and had I known this would have happened, I would have never gotten this procedure done.